Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and reviewed the device memory logs. The logs indicate the ventilator was shut down while connected to the patient, not put in standby, and both gases were disconnected thus resulting in an svo (safety valve open) condition. No error codes were logged. Extended self test (est) and short self-test (sst) were not required, the se performed all calibrations, and self tests run as per manufacture's recommendations.

Event description:
It was reported that, a 980 ventilator was making a clicking noise and went into a safety valve open condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.